Event description:
Customer reported an alarming insulin pump. Customer states that he received this alarm when he was priming. Customer also states that the support cap is sticking out. The blood glucose reading is 147 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, scratched case and minor scratches on the display window noted during visual inspection. The device alarmed during the basic occlusion test due to loose/protruded drive support disk.